Event description:
It was reported that this right atrial (ra) lead exhibited pacing inhibition due to the right ventricular (rv) lead oversensing noise. The patient experienced an asystole in the ra. Technical services (ts) noted that this is a known issue with the non-boston scientific lead and advised the health care professional (hcp) to speak with the physician and the non-boston scientific ts. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).